Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported the handset gets stuck on 90% retrieving pump settings for a long time since they received the equipment on their doi (date of implant). The patient further stated ¿it's not working today. It's not letting me give myself a bolus. It keeps going off. Once it gets to the point where it's saying connecting to the pump, it goes off like the phone was just restarted.¿ the patient started this morning. While on the call, the patient confirmed the handset was plugged into the charging cord and the battery was at 90% earlier this morning, during the call the handset indicated 59%. The patient stated the handset is not holding a charge. While on the 90% retrieving pump settings the handset powered off and restarted. A request was sent to the repair department for a replacement handset.